Event description:
Additional information received reported that the gap in the tapered tip was not noticed prior to insertion into the patient.

Manufacturer narrative:
(B)(4).

Event description:
An endurant ii stentgraft system was attempted to be implanted for the endovascular treatment of a 4.4 cm diameter aneurysm in the right common iliac. The common iliac artery was 12-13 mm in diameter and the right external iliac was 9 -9.5mm in diameter. It was also noted that there was mild calcification. It was reported that the device wouldn't advance when entering the right femoral artery (rfa) via percutaneous approach. The physician felt that there was a gap between the tapered tip and the graft cover, although the grey and blue parts of the delivery system were married together. The physician also felt that the gap caught on the perclose sutures that were already in place. As a result, the delivery system could not advance into the rfa and was misformed even more when force was applied in an attempt to get it to advance. The delivery system was extracted and examined without delivering the graft. A new medtronic endurant ii limb was placed without incidence. The physician stated the event was related to the device, and the event was reportedly resolved. Additional information reported that the device would not move forward when using with perclose sutures. The tapered tip didn¿t appear flush with the sheath; and therefore was possibly allowing the sutures to get caught in that area when trying to move forward, even though the blue screw gear handle and the front gray grip were all there together. It was noted that here was so much resistance that it was kinking the delivery system at the point of insertion. No clinical sequelae were reported and the patient is fine. Review of a single returned pre-implant 3d image confirmed that the patient had an aneurysmal right common iliac artery which extended distally to the iliac bifurcation. The abdominal aorta was essentially straight and non-aneurysmal, with localized areas of calcification. The iliacs were non-tortuous. A single returned still angio image during implant showed that a single endurant limb had been implanted within the right iliac artery. The proximal end was positioned at the origin of the right common iliac, and extended distally into the right external iliac artery. Angio showed no contrast outside the stent graft and no flow within the right internal iliac artery. No bifurcate stent graft was seen implanted within the aorta. The cause of the positioning difficulties could not be determined from the films provided. Images showing the attempted positioning of the delivery system were not available for return, and therefore the assessment of the reported gap and ¿misformed¿ delivery system could not be performed. The device was returned within an endovascular return kit. The catalog number on the labels matched the numbers from the event however; the lot number could not be verified. The device was returned bloody with the stent graft still loaded within the delivery system. Upon inspection of the delivery system, a gap was noted between the graft cover and tapered tip approximately 3mm. A gap was also noted approximately .5mm between the front grip and external slider. A .5mm gap was observed between the stent stop and the distal end of the stent graft. The rest of the device was unremarkable. The tapered tip was able to be pushed towards the graft cover minimizing the gap however, the guidewire lumen was observed to be bowing. The event was confirmed; there was a gap between the tapered tip and edge of the graft cover. The root cause of the event could not be conclusively determined.